Event description:
It was reported that the patient's spectra penile prosthesis was replaced with an inflatable penile prosthesis for unknown reasons. No patient complications reported in relation to this event.

Manufacturer narrative:
Upon evaluation of additional information, the event has be re-assessed as a non-reportable event.

Event description:
Additional information reported revealed that the device was replaced due to patient dissatisfaction. The cylinders were not large enough or rigid enough. No further patient complications reported in relation to this event.